Manufacturer narrative:
By the info provided, there is an indication of a possible dimensional anomaly in the trial humeral head and/or the trial adaptor taper involved. We are going to investigate this matter with all the available info (including analysis of the pieces involved) and then we will send a final MDR on this issue.

Event description:
During smr shoulder surgery, 4mm eccentric trial adaptor was inserted into 44mm trial humeral head; the trial adaptor was tight when going into the head cavity. When removing the trial adaptor to trial a different one, it would not come out (seizure inside the trial head cavity). As a consequence, trial humeral head removed with inside trial adaptor as an unique piece. This issue added approximately 5 minutes to the surgery. No other consequences reported for the patient. The event occurred in the us.

Manufacturer narrative:
Including this case, a total of (B)(4) were received by limacorporate regarding difficulty to assemble the trial humeral head to the trial adaptor during surgery. Both events caused a slight delay in surgery but no patient injury. A final MDR was submitted for the first (B)(4). The complaint investigations of these two (2) events revealed that three (3) batches of trial humeral heads and two (2) batches of trial adaptors had been manufactured out of specification by the supplier, (B)(4). Following the complaint investigation, limacorporate decided to remove any and all affected parts from these batches from the market. The recall action was communicated to the FDA on the 08/14/2015 and is now completed; on the 02/26/2016 the FDA has notified lima in writing that the agency now considers the recall closed. Capas: five (5) non-conformities (nc),one for each of the affected batches involved, were issued to the supplier, (B)(4), by limacorporate. The limacorporate internal root cause analysis identified a potential cause in the incoming inspections process. It's likely the operator did not perform correctly all the checks. In detail, the functionality test with the proper gauges was performed on a sample base instead of on all the devices. This decision was taken autonomously by the operator due to the availability of the dimensional records on the critical figures performed on all the pieces by the supplier. Since the drawings already contain the information for the control of critical dimensions, the calibrated gauges are available and the sop for incoming inspections specifies the need of 100% control of critical dimensions, the quality documentation can be considered enough detailed. Since the cause is related to an improper behaviour of the operator, the limacorporate corrective action has been that of performing a specific training to sensitize operators to work strictly according to sops. No other similar complaints were reported. Limacorporate will continue to monitor the market to promptly detect a possible recurrence of similar issues.

Event description:
During smr shoulder surgery, 4mm eccentric trial adaptor was inserted into 44mm trial humeral head; the trial adaptor was tight when going into the head cavity. When removing the trial adaptor to trial a different one, it would not come out (seizure inside the trial head cavity). As a consequence, trial humeral head removed with inside trial adaptor as an unique piece. This issue added approximately 5 minutes to the surgery. No other consequences reported for the patient. The event occurred in the us.